Event description:
The following is based off of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2001: the patient underwent a laparoscopic burch urethropexy, paravaginal repair and sacrocolpopexy using "marlex graft." No product identifiers or lot number provided. On (B)(6) 2001: the patient complained of urinary incontinence and a cystoscopy revealed the patient had three sutures protruding into the bladder. No mention of the "marlex mesh" in operative details. On (B)(6) 2003: the patient was diagnosed with cholecystitis with cholelithiasis, internal hernia causing small bowel obstruction with possible contained perforation, a spigelian hernia and underwent a diagnostic laparoscopy, laparoscopic cholecystectomy with intraoperative cholangiogram, laparatomy with adhesiolysis and segmental bowel resection, incidental appendectomy, removal of mesh with pelvic and repair of spigelian hernia.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number, a review of the manufacturing records could not be conducted. It is alleged in the patient legal fact sheet that the patient was treated for infection and mesh erosion, however, the medical records do not indicate the patient being treated for any type of infection or mesh erosion. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.